Manufacturer narrative:
This issue was resolved through assistance provided by baxter technical support (bts). Based on the customer report and troubleshooting performed by bts, this event was determined to be use error. The exactamix compounder operator manual warns that patient harm may occur if corresponding source container barcodes are not scanned for verification during compounder set-up (i.e. Unattached or unrelated barcodes are scanned). The exactamix compounder operator manual also instructs the user to call bts for any assistance. (B)(4).

Event description:
The customer reported they had intentionally entered trophamine 10% in a tpn order and then hung premasol 10% on the exactamix compounder. During troubleshooting, baxter technical support (bts) discovered the customer had been ordering, within abacus order entry software, trophamine 10% for tpn orders containing premasol 10% and that the exactamix compounder did not have premasol 10% available as a selection. Since the amino acid concentration of 10% is the same for both products, the patient would receive the correct amount of amino acids. However, these two products have different calcium phosphate solubilities. Abacus software provides calcium phosphate solubility curves, based on the product being used, which allows the user to determine the potential for calcium phosphate precipitation in a given tpn order. Entering trophamine 10% but then hanging premasol 10% makes the calcium phosphate solubility curve data incorrect for the product actually being used. The use of incorrect calcium phosphate solubility curve data could lead to precipitation in the finished tpn. The tpn bag prepared with this configuration was released and used on a patient. However, no patient injury or adverse events were reported in relation to this event. Bts helped the customer properly set up premasol 10% in both the exactamix compounder and the abacus software. No additional information is available. Report 4 of 11.